Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "dr (B)(6) said that whenever he puts any pressure on the jaws or torques the jaws of the clip applier. The clip applier does not load the clip correctly into the jaws. Or the pressure placed on the jaws while loading the clip causes the clip to scissor around the target tissue. I was speaking with him concerning an incident from (B)(6) 2014 and he mentioned another incident from the previous thursday, (B)(6) 2014. He said he was placing a clip around the cystic artery, and he turned the black roticulator (sp) on the clip applier in order to see the distal tip. He fired the clip applier and the clip scissored around the artery. He removed the clip and attempted to place another clip. The next clip also scissored on the artery and he requested a different clip applier to finish the case." Type of intervention - "none." Patient status - "ok."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.